Manufacturer narrative:
Quality control and system checks were reported to be within acceptable ranges. Service information was not provided. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 3 of 10 reported by this customer for multiple samples tested over multiple days with three analyzers. The 10 related mdrs that have been reported are: MDR 2122870-2011-04304, 04305, 04306, 04307, 04308, 04309, 04310, 04311, 04312, 04313.

Event description:
Customer reported erroneous high access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for one patient when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal range. Test results were reported out of the laboratory. The customer reported that they had run one of the patient's samples many times on three dxi 800 instruments randomly. High htsh results of 20-26 uiu/ml were consistently obtained. According to these results and tumor result from mr scanning of this patient, the clinicians had decided to do brain surgery. After brain surgery, patient samples were tested again for htsh on dxi 800 in order to follow and complete the medical treatment. Elevated htsh results of approximately 20-22 uiu/ml were obtained. The customer then sent a sample on (B)(6) 2009 to another university hospital in (B)(6) which gave a low tsh result of 0.002 uiu/ml on abbott architect. This was the expected result according to their treatment. The sample was also tested on siemens centaur with result of 0.002 uiu/ml and roche modular with result of 0.012 uiu/ml.